Manufacturer narrative:
Please note that this device in.pact pacific is distributed outside the united states; however, it is similar to the united states distributed product in.pact admiral. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s in.pact pacific paclitaxel-eluting pta balloon catheter. Survey results received for an vascular surgeon with 13 years¿ experience. The respondent has been using medtronic¿s in-pact pacific paclitaxel-eluting pta balloon catheter since april 2018. Overall, the respondent has used medtronic¿s in-pact pacific paclitaxel-eluting pta balloon catheter in a total of 120 procedures since beginning to use the system. Of these procedures, the devices were used percutaneous transluminal angioplasty (pta) in patients with de novo or restenotic lesions with lengths up to 360 mm in superficial femoral arteries (70) and popliteal arteries (50). The respondent has also used in.pact pacific paclitaxel-eluting pta balloon catheter during treatment of the thigh, namely the common femoral artery (40). The respondent reports complications balloon rupture associated specifically with the balloon/catheter system. The complications were deemed as being related to the device, and/or the paclitaxel drug coating itself. The balloon rupture complications were considered to be somewhat concerning and the respondent commented that sudden rupture when inserted into the stenosis zone, usually only slightly complicated.